Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had premature battery depletion. The patient complained that the battery was going from 100% to 75% to 50% to 25% in a matter of 1-2 days. The patient did not mention any falls or electrical sensations felt. The manufacturer's representative (rep) had the patient charge fully and then report back to the rep with battery percentage. At this time the rep didn't know the impedance measurements or voltage settings. The rep advised the patient to make an appointment and will meet him to check impedances. The issue not resolved at this time. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had a shorter than expected recharger interval of charging every 3-4 days. The information that rep was able to get from patient was his amplitude of 5.6v and 5.7v. Technical services ran a recharge interval calculation using amplitude provided with estimates of rate, pw and impedance values. Recharge calculation estimation is based on the following today: 5.6v, 90pw, 130hz, 1000 ohms; 5.7v, 90pw, 130hz, 1000 ohms; used 24 hours days for 100-25%= 8.07days, 100-0%: 10.76 days. Depending on starting charge level and ending charge level, the patient could be right on track with his current charging schedule of 3-4 days. Further information is needed for more accurate recharge interval calculation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep met with patient today and all monopolar impedances were less than 1000 ohms and bipolar impedances were less than 1500 ohms. Caller provided settings for group a (patient's only group) below to calculate recharge interval: left: 5.7 ma, 90 pw, 130 rate, 771 ohms, 4.8v right: 5.7 ma, 90 pw, 130 rate, 628 ohms, 4.0v, 24 hours/day to 25% - 9.62 days, to 0% - 12.82 days caller stated patient reported they charged yesterday morning but today ins was at 50%. Caller emailed tablet recharge stats from today's appointment. Tss reviewed from stats, patient isn't charging to 100% and is at best charging to 75%. Tss reviewed that the last charging session was from (B)(6) 2022 so if patient thought they were charging yesterday, they weren't. Tss suggested re-educating patient on recharging and reviewed how charge level is reflected on handset so ins may show 100% due to rounding up but isn't actually charged to 100% until recharger chimes and turns off. Tss reviewed ins appears to be charging as expected according to stats. Caller was going to review this information with the healthcare provider (hcp) as patient has a telehealth visit with hcp today as well. Additional information was received from the rep reporting they met with the patient and checked impedances and settings and everything checked out. The patient wasn¿t charging properly. The rep have re-educated him and he is now getting the proper battery life expectancy after charging to 100%.